Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer continued insulin administration without changing any supplies. Troubleshooting has been exhausted and a pump replacement was sent.